Manufacturer narrative:
H3 product analysis: evaluation determined that the bearing detached. The likely cause of failure could not be determined. It was also noted that unable to insert the tool. B3 date of event notification: 08-jul-2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Repair request initiated for device with the report of detachment of component. It was reported that there was no patient involvement. Repair request escalated to a product event based on reason for return.